Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). Complaint sample was analysed in local quality control department. The following parameters were checked: appearance, relative density, ph-value, osmolality, endotoxines, ID and assay of polihexanide, and refraction. All parameters were within the specification. Therefore, no device malfunction identified. Furthtermore, the batch document was checked. The following deviations were reported: (B)(4): leakage of container, no risk because affected products were discarded. (B)(4): underfilling of container, no risk because affected products were discarded. Conclusion: reported deviations have no impact on product safety. The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticatia) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported.". (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility patient presented with peri-anal fistulae, disintegrating perineum with extensive buttock abscesses tracking inbetween the right gluteous muscles which were irrigated with 200ml prontosan solution. Patient developed generalised urticaria, followed by a cardio-pulmonary arrest. After one cycle of CPR and administration of adrenaline, the patients' pulse returned. Following medications given: augmentin; panado; tramal; arv's; sevofluorane; fentanyl; rocuronium; adrenaline; dexamethasone. Severe cardio-respiratory collapse lasted approximately 5 mins and moderate urticaria episode 2 mins.